Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) had a syncopal episode. The ICD reached end of life (eol) on may 3, 2004 and had a monitoring voltage of 4.39 volts. When the device was interrogated, it was able to be programmed to monitor+therapy to provide pacing for the patient.